Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose levels greater than 600 mg/dl, and was taken to the hospital for treatment. The customer's blood glucose was 498 mg/dl after treatment. Nothing further was reported.